Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 02.127.142, lot: 67p7382, manufacturing site: grenchen, release to warehouse date: september 16, 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the 3.5 va lck scrw/slf-tp/strd/42 (p/n: 02.127.142, lot number: 67p7382) was received at us customer quality (cq). Visual inspection of the complaint device showed the head of the screw was stripped. However the no issues were observed with the threads so the reported condition could not be confirmed. The provided photographs were reviewed and no additional issues were observed. Device failure/defect identified? Yes. Dimensional inspection: feature: shaft diameter measured dimension: conforming measurement device: caliper . Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed 3.5 mm variable angle locking screw no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the screw head was received stripped which confirms the event description. However, the reported condition for peeled/torn threads could not be confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, it was discovered that the device was peeled and damaged. Also, the drill bit was dull. It was unknown how it was happened. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves three (3) devices. This report is for (1) 3.5mm variable angle locking screw/slf-tpng/strdrv/42mm this is report 1 of 3 for complaint (B)(4).